Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that patient was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose was unknown at the time of the incident. Customer reported that they have a patient that has insulin pump that is not working and needs to get it replacement. The pump will not be returned for analysis.